Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy 5 days after recharging the ipg. Diagnostics revealed multiple low impedances. The patient¿s battery was confirmed inoperable. Surgical intervention may be pending to address the issue.

Event description:
Further follow up revealed that patient underwent a surgical intervention on (B)(6) 2018, wherein scs ipg was explanted and replaced with a new model.